Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to advance / cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support, and is typically not associated with a product quality deficiency. To ensure this type of event is not the result of a product deficiency, the profile dimensions on all stent delivery systems (sds) are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, factors that can contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, handling of the stent during prep, and interaction with the lesion/anatomy and accessory devices. To ensure this type of event is not the result of a product deficiency, all stent delivery systems (sds) are 100% inspected for proper stent placement, stent damage, and crimped stent outer diameter on the manufacturing line. Additionally, a sampling of units is destructively tested to verify stent placement/security and stent deployment prior to lot release. In this case, it was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. There was no report of any damages noted to the stent delivery system or stent implant during inspection prior to use, which suggest that a product deficiency did not contribute to the reported complaint. It is most likely that the failure to advance/cross the lesion occurred as a result of interactions with the patients heavily calcified lesion. The stent implant most likely became disrupted on the balloon and subsequently dislodged as a result of the inadvertent force applied to the guiding catheter. A review of the lot history record for the reported lot revealed no associated nonconforming material records. There is no indication of a product quality deficiency.

Event description:
It was reported that the target lesion was in the mid right coronary artery (rca) and the vessel was heavily calcified. Predilatation was performed with a non-abbott balloon and the xience v was delivered towards the lesion; however, resistance was felt in the proximal rca due to the heavy calcification and unintentional force was applied to the guiding catheter; which resulted in the stent implant dislodging in the proximal rca. The stent implant was able to be retrieved successfully with a snare device. Additional predilatation was performed with a non-abbott balloon and a new xience v was deployed in the rca to complete the procedure. There was no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.